Event description:
A malfunction was reported with the pump, displaying the malfunction code malf 0. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump, after which the malfunction did not recur, and the customer was instructed to continue using the pump but advised to call back if the issue reappears.